Event description:
It was reported that during device change-out, lead fracture was discovered. Increased lead impedance was observed. The lead was explanted and replaced. The patient left surgery in good condition.

Manufacturer narrative:
(B)(4).